Manufacturer narrative:
Section h3, h6: the navio tissue protector, pfsr015001 (part number 101420), lot tu55805 was returned for evaluation. A relationship between the bound bone screw and the tissue protector could not be established. The bone screw was not returned stuck to the tissue protector, therefore no further evaluation could be performed and the reported problem was not confirmed. Although the reported problem was not confirmed through a visual evaluation, contributing factors may have been associated with the surgeon's insertion and removal technique. The reported damage to the distal end of the cannulas was observed as being roughed up as a result of wear and tear associated with repeated bone screw insertion and removal. A relationship between the reported event (damage due to repeated use) and the device was established. The most likely cause of this event is wear and tear due to repeated use. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was performed for a prior version of the part. The review determined that prior escalation actions are applicable to a prior version of this part and not the scope of this complaint. The entire product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
D4, d9, h3, h6.

Event description:
It was reported that during a navio assisted tka surgery the anspach emax 2 plus hand piece - rohs separated from the burr twice case (B)(4) and the navio tissue protector was getting bound up with a pin and has damaged the internal cannula case(B)(4). The procedure was completed, with a delay of fewer than 30 minutes. It is unknown how the procedure was completed. Patient was not harmed as consequence of this problem.